Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrectomy probe broke and the broken piece fell into the retina during a procedure. The broken piece was removed and the procedure was completed. There was no harm to the patient.

Manufacturer narrative:
A probe was received at the manufacturing site, however, per documented discussion the received probe is not the actual sample of the customer reported complaint. The attached customer photo confirms the reported issue of broken probe. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. No sample was returned for evaluation, however, the provided photos confirmed that the probe had a broken tip at the port. The exact root cause for the broken tip cannot be determined from this evaluation. An internal investigation has been completed to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).